Manufacturer narrative:
(B)(4). The device is currently shipping from the (B)(6) to (B)(4) for investigation. A follow-up report will be provided when the inspection results are available. (B)(4).

Event description:
As reporter by the user facility (translation of user facility information by (B)(4)): the easypump runs much too fast. Instead of 24 hours it is empty in 20 hours. The patient has no fever and they used the ep as prescribed.